Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a non- bsc device. There were no patient complications nor injuries reported.